Event description:
User experienced a leak coming from a bottle of preclean reagent after installation. The reagent leaked inside the analyzer and onto the floor. No patient samples were affected, and operator was not harmed. The field service representative determined the cause to be a broken titanium needle which pierced pre-clean bootle, and replaced needle. Performance tests were performed.